Event description:
Boston scientific received information that this product was explanted for an unspecified reason. No adverse patient effects were reported as a result of the explant procedure.

Manufacturer narrative:
Upon receipt, the device was interrogated by our post market quality assurance laboratory and was found to have a battery status indicator of storage mode at 0.947 volts. A memory download was unable to be performed, as no telemetry was observed. Once firmware was loaded into the device, the device was interrogated successfully and pacing and sensing functions were verified. Additionally, a commanded capacitor reformation was performed, and the device performed within specifications. The cause of battery depletion could not be determined as the device operated normally during the analysis. No further testing could be performed.